Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported she noticed two tampons had strings missing prior to use. Multiple attempts have been made to obtain further information, however no further information has been received.